Event description:
It was reported that during the unknown procedure, the device did not function: generator error code of instrument. Another device was used to complete the case with no patient consequence.